Event description:
The customer reported that they have been unable to test their blood glucose on their one touch basic meter for a couple of weeks due to "insert strip" messages. Customer reported having no symptoms, taking their normal medications as usual. No allegation of harm.